Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty (ptca) procedure, the sterile package was compromised. Upon removing the quantum maverick 15mm x 3.5mm balloon catheter pouch from its box, it was noted the corners of the package were sealed, however, the middle of the package was un-sealed. It was noted that the device was packaged in a single pouch and that the unsealed portion of the package directly compromised the sterility of the device. There was no patient contact with the device.

Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility, therefore, no direct product analysis will be available. The root cause of the reported incident could not be determined.